Manufacturer narrative:
Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while dispensing chemotherapy on multiple dates, the pump alarmed for no disposable, pump will not run. A new cassette occasionally had to be created in order to complete the therapy session. A patient was involved, but there was no report of any patient injury.

Manufacturer narrative:
Other, other text: b5: additional information/explanation: there are 4 lot numbers communicated by the customer in the event description. Also there are 5 dates of the events communicated in the event description, without being identified which lot number was involved in each event (specific date). Therefore, we can not associate the lot numbers with a specific event date or a specific complaint. Consequently, we can not add the lot numbers in the affected items tab from the specific complaint, we can not add the manufacturing dates and the expiration dates to the mdrs. The DHR (device history review) was performed for all communicated lot numbers and no problems or issues were identified during the DHR reviews. H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: correction: aware date: 09/08/2021.